Manufacturer narrative:
The coaguchek inrange serial number was (B)(6). The meter and test strips were provided for investigation, where they were tested using a high level control sample. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. The results mentioned by the customer were partially observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer. The investigation of the returned customer material did not identify a product problem. The returned customer material meets the specifications.

Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek inrange meter when compared to a laboratory method and contributed to a patient's stroke. On (B)(6) 2025 at 7:30 am, the meter result was 6.2 inr while the laboratory result was 3.6 inr. The patient¿s therapeutic range was 2.5-3.5 inr, and the testing frequency was once a week or every 14 days. The patient is currently in the hospital for a stroke. The patient stated that she was reliant on the device for dosing her medication and often did not take the marcumar medication. The last meter reading prior to the stroke provided was 3.0 inr on (B)(6) 2025.